Event description:
Please disregard this MFR # as this event was not related to the stent in the opinion of the physician.

Event description:
Clinical trial. Same case as MFR# 6000093-2005-00049, 00050, 00051, 00052. It was reported that one day after a coronary artery drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. In 2004 the patient was brought to the cath lab. The lesion being treated was a 2.25 mm, 95% stenosed, moderately calcified, mildly tortuous, mid right coronary artery (rca) lesion. The lesion was predilated. The physician successfully placed in overlapping fashion the following 5 taxus express2 8.8% drug eluting stents. First a 2.5 x 12 mm stent, followed by two 2.5 x 24 mm stents, followed by two 2.5 x 20 mm stents. There were no complications. The following day, the patient returned to the cath lab with elevated cardiac enzymes and a non-q wave myocardial infarction. A dissection and stent thrombosis was found by repeat angiography. The physician then placed two additional taxus express2 8.8% drug eluting stents in the mid rca. In the opinion of the physician, the event was "not related" to the taxus stents. The patient was seen for follow up 28 days later.